Event description:
A 9800 system experienced a system lockup and collimator was down (close). System had to be rebooted and it worked normally. No patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Observed cases and tested. Tested image, fluoro and power circuit functions of the system, all worked normally. Could not duplicate the reported problem. All functions worked as per ge guidelines. Returned to service.